Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies to resolve issue.